Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of catheter leak is confirmed but the exact cause remains unknown. One video sample of a 4 fr powerpicc catheter was provided for evaluation. The catheter is shown to be implant within a patient up to the 1 cm depth marker. A clear fluid is observed to leak from a region near the proximal end of the catheter. The damage on the catheter could not be clearly visible form the video provided. Based on the information provided, possible contributing factors include tensile damage and sharp instrument damage. Since evidence of a leak was observed on the catheter, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of reew3094 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter leakage was found during use. No other information was provided.